Event description:
The patient reported sparking coming from the power supply cord of the patient electronics unit. The unit was replaced.

Manufacturer narrative:
One patient electronics unit (pes) with model cm100 with s/n (B)(6) and accessories were returned for evaluation. Visual inspection revealed no physical damage to the unit. The pes also passed software evaluation. During functional testing, the unit powered on with no anomalies noted and did not unexpectedly shut down. The peu was able to load to the start screen and passed diagnostic testing. The cause of the reported event remains unknown as the returned peu passed all testing.